Event description:
It was reported that after implantation of an intraocular lens (iol) into the eye, the lens was later explanted. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of the event could not be conclusively determined.